Event description:
An event involving a nrfit medication cassette was reported that chemical was leaking during priming. Leaks that could potentially expose patient and/or clinician to blood or drug. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.